Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. The event was described as "had iodine flowing into the abdominal cavity with clamp closed." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted abnormalities to the silicone tubing allowing the occluder legs to not completely close off when the clamp is in the closed position. Clear passage was performed with no issues noted. Clamp function testing failed due to a slow leak through a closed clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.